Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Citrobacter sp. (>100 cfu/100ml). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. The testing result was as follows. All channels: < 1 cfu/endoscope. The testing result cleared the (B)(6) guideline. Nonconformity of the subject device, which may affect the reported event, was not confirmed via device inspection result of (B)(4). The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported event was due to the following possible causes. Reprocessing process was different from IFU recommendation. Occurrence of contamination at culture sampling by the user.